Event description:
It was reported that the 9900 system had a precharge error message during a case. The procedure was completed with another system. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The battery charger was adjusted and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.